Manufacturer narrative:
It is reported that a customer has issues regarding their sensor displaying wrong readings of sensor and blood glucose. The patient's blood glucose was unknown at the time of the call. The customer was assisted with trouble shooting and was informed to call the help line if they received another calibration alarm. No further information was provided.

Event description:
It is reported that a customer has issues regarding their sensor displaying wrong readings of sensor and blood glucose. The patient's blood glucose was unknown at the time of the call. The customer was assisted with trouble shooting and was informed to call the help line if they received another calibration alarm. The customer was advised to wait 30 to 60 minutes before calibrating after installing a new sensor. No further information was provided.